Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. One device was evaluated in the field and the issue was confirmed; there was a misaligned component. The device was repaired and returned. Two devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. One device was not evaluated as the customer canceled their service request. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the cot could not reach load heigh. There was no patient involvement in 3 events. One event had patient involvement, but there was no consequence or impact to the patient.